Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarm occurred. System check was performed by clinical support and no issues were identified. Reportedly the customer was using the infusion set for 4 days. Customers blood glucose level was 370 mg/dl. Ultimately the customer reverted to an alternate method of insulin therapy.